Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 12-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received stuck to medical gauze inside a plastic bag. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue and cut in half. The lens was cleaned and inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order was released within diopter specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order ¿ dissatisfied, halo-vision- surgical intervention required, poor near vison, and explant. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The patient reported complaints of glare and halos, thus the iol was explanted in a secondary surgical procedure and replaced with a zcb00 21.5 diopter iol. During the lens exchange procedure, there was no incision enlargement, serious patient injury, sutures, nor vitrectomy. Patient prognosis and visual acuity post-lens exchange are both unknown. No further information is available.